Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test due to loose/flush drive support disk. Device passed the displacement test. The motor was tested outside of the device and passed. Device had minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus. The device was not exposed to a magnetic field. Customer does use the sensor feature and was able to complete the rewind sequence. Blood glucose value was 10.8 mmol/l. The insulin pump was replaced and returned for analysis.